Event description:
It was reported that 56 days following a coronary artery drug eluting stenting procedure, a target vessel re-intervention was performed. The index procedure identified and treated one target lesion. The lesion was a 75% stenotic, b2-type lesion in the native mid left anterior descending (lad) artery. The artery was mildly tortuous and the lesion was 3.0mm in diameter and 18 mm in length. The physician direct stented the lesion with a taxus liberte 3.00 x 24mm stent at 16atms. The lesion was not post dilated. The results showed 0% residual stenosis and timi-3 flow. The pt was discharged the following day on aspirin and clopidogral. It was rpeorte that 56 days following the index procedure, the pt required a re-intervention of the target vessel due to focal in-stent restenosis of the mid lad. The pt was not taking clopidogreal at the time of the event; however, the pt was on aspirin. The target lesion was 60% stenosed prior to being treated. The physician was able to resolve the event by placing a cypher select drug eluting stent. The results of the re-intervention were 0% residual stenosis and timi-s flow. The relationship of this event to the taxus liberte stent was indicated as being possibly related.